Event description:
It was reported the patient had a trial implanted in may 2013 and got the trial lead caught on an afghan and "pulled it out." The patient stated he then got an infection and they removed the trial system.

Event description:
Additional information received reported that perioperative antibiotics were administered. It was noted that the trial was started on (B)(6) 2013 and the lead was removed on (B)(6) 2013. It was reported that the infection happened between those dates. The reporter stated that signs and symptoms of the infection included that it was warm or hot around the incisions and there was "mucous" coming out of the incision sites. It was reported that the primary location of the infection was the incision sites and it was unknown if a culture was obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, lot# unknown, product type: programmer. (B)(4).